Event description:
Pt was in physical therapy treatment and had iontophoresis treatment patch placed on left shoulder on (B)(6) 2010. Returned for another treatment on (B)(6) 2010, and complained of a small burn on her shoulder. Stated that had to remove the patch early on (B)(6) 2010, because it was painful. Examined by physician, and noted 1/2 cm burn that was healing. Eschar in place. Treated with antibiotic ointment. This was the second treatment. No previous problems with the first treatment. Dose or amount: one patch; frequency: one time use; route: top. Dates of use: (B)(6) 2010. Diagnosis or reason for use: shoulder pain. Event abated after use stopped or dose reduced: yes.